Event description:
Device 2 of 2; reference MFR report: 1627487-2019-00380. Follow up information received identified the patient's issue of numbness in the leg had resolved.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-00380.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2019-00380. Additional information received identified the patient was implanted with two leads. The second lead was added to the event as device 2.